Event description:
During a coronary drug eluting dtenting treatment procedure, the stent strut was kinked. The physician was placing a 3.0x24mm taxus express2 drug eluting stent in an unk coronary vessel and noticed that "the stent strut is a little kinked". The physician did not use this device and completed the procedure with another taxus stent of the same size. The condition of the pt was rpeorted as satisfied/good.